Manufacturer narrative:
Philips service repaired the foot-switch connector and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a foot-switch connection issue caused frontal x-ray failure on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.